Manufacturer narrative:
The problem may be caused by improper usage. When encountering dense bone, the surgeon should use the tibial peg drill to create four pilot holes before positioning the tibial tower onto the tibial baseplate trial. Failing to do so could result in device breakage. Additionally, the manufacturing process for the spike part has been revised. Instead of one-piece machining, the spike is now produced through welding of the spikes. This change has been implemented to further enhance the overall strength of the device.

Event description:
Surgeon had completed his tibial punching, and while removing the size 3-5 tibial tower, he noticed one of the tower spikes had broken off. The spike was located on the tibial plateau and removed. The case was completed successfully, there was no delay in the case, and the patient was unaffected.